Event description:
A pump declared alarm 20 during the load process, and the customer followed the correct procedure when removing the used cartridge. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl; it remained within normal limits. Despite assistance in loading a new cartridge, the cartridge alarm recurred, and the customer was unable to resume insulin therapy. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as backup therapy. The customer was instructed to put the pump in storage mode before returning it and acknowledged understanding the return instructions with a pre-paid label within 10 days.